Event description:
Facility reported a blood leak with a 3rd use dialyzer. Extracorporeal system of blood rinsed back to patient, without significant blood loss to patient. Actual sample discarded on day of event. Lot number recorded.